Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of crosstalk and low sensing threshold were noted on the device due to noise on the right ventricular lead. No intervention has been performed at this time and the patient was stable with no consequences. Further information has been requested.